Event description:
It was reported to boston scientific corporation on march 12, 2013 that an alliance syringe was used during an esophagogastroduodenoscopy (egd) with dilatation procedure on (B)(6) 2013. According to the complaint, during the procedure, the needle on the gauge would not move at all. The procedure was completed with another alliance syringe without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of gauge reading incorrectly. According to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however it is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore the most probable root cause is handling damage.